Event description:
It was reported that the user paused the ilet for swimming and later observed that delivery did not appear to resume, with subsequent guidance to fill the tubing to rule out blockage and to reload the cartridge by rewinding, refilling, reinserting the cartridge, and filling the cannula; insulin delivery then resumed. Symptoms included hyperglycemia with a highest blood glucose of 206 mg/dl, without ketone testing, backup therapy, professional medical intervention, or other assistance. Outcomes included troubleshooting and education without alerts or alarms and without hospitalization or other clinical impact. Investigation included user-guided troubleshooting of the infusion pathway and cartridge handling. Investigation of this case revealed no device malfunction or component failure, with the event assessed as hyperglycemia of unclear cause after a pause in delivery that was resolved by cartridge and tubing management. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.